Event description:
The ge oec 9900 fluoroscopy system was reported to have issues with needing to press the vertical lift column button several times to get the column to lift.

Manufacturer narrative:
A ge oec service representative investigated the issue and there are no noted parts. This issue is normally related to a faulty ps3 power supply. Other causes are the standby key switch not fully turned on. Intermittent issue with assumption of key switch issue. If other is noted, a follow-up will be issued. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.